Event description:
It was reported that the patient generator was interrogated at 18-25%. The battery was placed on (B)(6) 2020. The pulse width was decreased. Programming data was received and reviewed. It was noted that the patient's generator was later observed at 75-100% after being disabled for an MRI. Based on the voltage values observed in the programming data, the battery voltage is hovering around the 25% battery status voltage threshold of 2.85 v. No additional relevant information has been received to date.

Event description:
The suspect device has not been received to date. No other relevant information has been received to date.